Event description:
This ra lead was implanted on (B)(6) 2009 and remains implanted at this time. A call was placed to technical services on 07/05/2018 stating that this lead was exhibiting some noise on the ra channel and the strip was showing some oversensing on the respiratory rate trend signal. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).